Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (alarms) has been confirmed. Upon evaluation the electrode belt failed a current and ECG fall-off test. The cause for the failure was isolated to extensive corrosion in the ECG "c" electrode. Components r10, v2, and c3 were corroded in addition to the crimp rings. The root cause for the corrosion could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated electrode. The patient received a replacement electrode belt.

Event description:
The nurse of a (B)(6) male patient contacted zoll customer support to report that the patient was receiving alarms. The patient was issued a replacement electrode belt.